Event description:
Individual was using renu moistureloc solution associated with his contact lens usage. He began to experience tremendous pain in his left eye. His ophthalmologist had told him that he will need a corneal transplant. He is to see this dr in aug and at that time he will be told the date of his transplant.